Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with inappropriate mode switching. This was due to atrial lead noise. An implant of a new atrial was attempted to be placed on (B)(6) 2020 but due to patient anatomy the implant was unsuccessful. The procedure was aborted and the chronic atrial lead was used. The atrial lead was programmed off. The patient was stable.